Manufacturer narrative:
Physio-control evaluated the customer's device and was able to verify the reported issue. Physio observed that the device would power off when the battery installed in well 1 was removed, even if a battery was installed in well 2. Physio also observed that all of the device's battery pins were loose which could contribute to a loss of power. Physio then replaced the device's battery contact pcb assembly as well as all of the battery pins and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would intermittently power off by itself. There was patient use associated with the reported event; however, the medic was able to power the device back on and continue patient care (monitoring). There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.